Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The patient was experiencing slow ventricular tachycardia. Review of transcripts revealed that the ventricular tachycardia zone was not treating slow vt. Programming changes were made to resolve the issue. The patient was stable.